Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information has been requested on 10/26/2006 and 11/08/2006. Another follow-up call has been scheduled with the reporting surgeon.

Event description:
A surgeon reports a patient had uncomplicated cataract surgery with intraocular lens implant (iol) in 2006. Following surgery, the patient is happy with her distance vision, but is unhappy with her near vision. She is unable to read clearly uncorrected requiring a +2.50 add for near vision correction to n5 (20/20). Minimal correction required for distance vision. Additional information has been requested.